Event description:
The doctor reported the implant was removed due to local infection, however, it was also assessed in the aspect of osseointegration failure as the implant was explanted approximately 1 month after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. The patient has since recovered.